Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2016-00235, 00237, and 00238.

Event description:
Allegedly the patient was revised due to pain (right).

Event description:
Allegedly the patient was revised due to pain (right). Adding patient name received from litigation 05/09/2018. Located invoice and updated item numbers. The complaint alleges that the patient was revised due to cocr corrosion. This incident was initially reported in 2016 by a sales rep as due to pain.

Manufacturer narrative:
Updated information was received on 05/09/2018 that changed the reportability status of this incident. Allegedly, the patient was revised due to cocr corrosion. Updated incident description, device and reporter information.